Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal viaflex, physioneal 40 unknown and nutrineal pd4 unknown therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2009, extraneal viaflex and physioneal 40 (dosages, frequencies and lot numbers not reported) were added to the subject's regimen. The indication for the change of pd solution was edema. On an unreported date, extraneal, physioneal and nutrineal therapies were withdrawn. On (B)(6) 2009, the subject experienced bacterial peritonitis as manifested by abdominal pain (doesn't include pain on infusion). That same day, empiric remedial therapy began with cefazolin (ip) and vancomycin (ip). On (B)(6) 2009, treatment ended with cefazolin. On (B)(6) 2009, treatment ended with vancomycin. On an unreported date, the subject recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. (B)(4) study. Study sponsor: baxter.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.